Manufacturer narrative:
Section d4: UDI-pi number added. The device history record (DHR) for lot 5007u14qx was reviewed and no anomalies related to the reported issue were identified. The device was received for evaluation, and the reported issue was observed. A definitive root cause could not be determined. A rough pattern cut was detected on the sample. This pattern of burst probably could be caused by the usage of petroleum-based chemicals on the product. This chemical or lubricant is usually used by the doctor or nurse during handling the product while inserting the catheter into the patient. The use of petroleum derivatives, chemicals or lubricants will cause rubber deterioration. The instructions for use outline the correct way to use the catheter and how to avoid the type of damage observed on the device. This information will be used for tracking and trending purposes, and we will continue to monitor.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that after 1 day since dwelling the balloon, it was coming off. Upon checking, the balloon was broken. No patient injury.